Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-12 indicating that they were made aware of the patient¿s recharging concerns at the end of july 2019. There was an alleged overdischarge due to an issue with recharging due to the antenna being broken for over a year. The rep completed one physician recharge mode (prm) and saw the power on reset (por) screen. The rep attempted to read the ins with the physician programmer but were unable to communicate. Technical services reviewed to start another prm and wait through the por screen. To continue recharging and clear the por as soon as the ins is at 25% charged. Technical services reviewed best practice is to have the patient stay in office for the completion of the overdischarge. The event date was noted to be in 2018. The rep would contact technical services when it was time to clear. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarged state. The ins was unable to establish communication with the programmer, recharger, or clinician programmer and the patient was not feeling stimulation. It was noted that the patient¿s last successful recharge session was a couple of months prior to the date of this report and the reason recharging was not maintained was due to an issue with the recharging equipment. The manufacturer representative reported that the desktop charger was damaged, as the connector pin looked slightly bent. At the time of the call, the recharger was not available to determine which component was causing the issue. It was reviewed that the patient would need functioning equipment before addressing the overdischarge issue, which was due to the desktop charger not working, and that a manufacturer representative could assist with that. It was further reported that the recharger antenna was damaged, as it was frayed, and a replacement antenna was requested. The patient¿s friend/family member mentioned that they received a replacement component at some point and that it was at their hcp office. The consumer reported that the patient was not walking because the ins was not working. The consumer wanted to get everything working in order to get the patient up and moving because they weren¿t doing well without the therapy. The consumer further reported that the patient¿s recharger cord was damaged so they couldn¿t charge their ins and now the device was in a suspected overdischarged state. It was mentioned that the replacement recharger antenna was also at the hcp office. It was further reported by the patient that their recharger had been dead for quite a while and they were trying to get it fixed. The patient stated that it had been a long time since they charged their ins. Additional information was received from the consumer on 2019-aug-06. It was reported that a manufacturer representative assisted them in getting the ins charging and was told to call back when they saw the ¿doctor screen.¿ the consumer further reported on 2019-aug-07 that the exact code they were seeing on the recharger was a warning power on reset (por) message. It was reviewed that the patient would need to follow up with their hcp or a manufacturer representative to get the error message cleared. No further complications were reported or anticipated.